Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
According to the medwatch (uf/importer report# (B)(4)) "central venous line placement - 1st wire unable to pass dilator over due to kink in wire. 2nd wire unable to advance wire through needle due to multiple bends in wire".

Manufacturer narrative:
(B)(4). Two mdrs submitted: 9680794-2020-00024. 9680794-2020-00025.

Event description:
According to the medwatch (uf/importer report# 4100070000-2019-8093) "central venous line placement - 1st wire unable to pass dilator over due to kink in wire. 2nd wire unable to advance wire through needle due to multiple bends in wire".